Manufacturer narrative:
The initial MDR 2432235-2020-00267 was filed on 10-apr-2020. Additional information (22-may-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that the customer performed a correlation study between immulite 2000 xpi estradiol (e2) and siemens advia centaur estradiol (e2). The patient samples used for the study were fresh from the gynecological practice with no information on medical history, medication, or reason for estradiol testing. The immulite 2000 xpi e2 results were higher than advia centaur e2 results for several samples. Some of the e2 sample results from immulite 2000 xpi were also compared to estradiol results from an alternate non-siemens method and found not to agree. Quality control (qc) results on all methods were acceptable at the time of testing. Siemens requested the patient samples for further testing, but they were not available due to depletion. The customer later considered the immulite 2000 xpi - e2 results to be correct. The customer has successfully moved their estradiol testing to advia centaur xpt. No further issue has been reported by the customer. The device is performing within specification. No further evaluation of the device is required. Section(s) h6 and h10 were updated to reflect the additional information. MDR 2432235-2020-00264-s1, MDR 2432235-2020-00265-s1, MDR 2432235-2020-00266-s1, and MDR 2432235-2020-00268-s1 were filed for the same event.

Manufacturer narrative:
Siemens headquarters support center (hsc) is reviewing the information provided by the customer. The cause for the imprecise e2 sample result is unknown. Siemens is investigating the issue. MDR 2432235-2020-00264, MDR 2432235-2020-00265, MDR 2432235-2020-00266, and MDR 2432235-2020-00268 were filed for the same event.

Event description:
A customer obtained imprecise results during a method comparison of immulite 2000 xpi estradiol (e2) to siemens advia centaur xpt e2. The results obtained with immulite 2000 xpi were reported to the physician(s) and were questioned. The customer did not issue an amended report with the repeat results obtained from the alternate method. There are no known reports of patient intervention or adverse health consequences due to the imprecise e2 results.